Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
A computed tomography angiogram of the chest, abdomen, and pelvis was completed that revealed the cause of the low flow alarms to be acute aortic dissection extending to the aortic arch, coronary arteries, and three-vessel aortic arch, with the suggestion of a false lumen of dissection occluding the outflow graft. The combination of true and false lumens was approximately 5.7 cm at the level of the right pulmonary artery. A moderate pericardial effusion was also noted that was likely hemorrhagic.

Manufacturer narrative:
D4 - device serial number was requested but could not be provided. Manufacturer's investigation conclusion: the report of suspected outflow graft obstruction could not be conclusively determined through this investigation as no product was returned for evaluation and no images were provided by the account. A direct correlation between the heartmate ii left ventricular assist system and the reported events could not be conclusively determined. The submitted log file contained events and data captures spanning from (B)(6) 2023 to(B)(6) 2023. Low flow events were captured throughout the log file due to the estimated pump flow typically hovering at 2.4 lpm (liters per minute), which is below the low flow alarm threshold of 2.5 lpm. No other notable events or alarms were captured, and the pump appeared to operated at the fixed speed without issue. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii left ventricular assist system instructions for use (rev. C) outlines potential adverse events, which includes bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. This document contains information regarding the preparation and attachment of the sealed outflow graft. The instructions for use instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The instructions for use outlines system monitor operations and alarm messages. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. The instructions for use also contains information regarding system alarms / the recommended actions to take in the event one occurs, and outlines the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms and dizziness starting on (B)(6) 2023. The patient was brought to the emergency department where they continued to have continuous low flow alarms. The patient's mean arterial pressure was 80mmhg. A computed tomography angiogram of the chest, abdomen, and pelvis was completed. These revealed the cause of the low flow alarms to be acute aortic dissection with false lumen of direction occluding the outflow graft. The low flow alarms did not resolve and the patient was given 5 mcgs of dobutamine. The patient was transferred to (B)(6) on (B)(6) 2023. A review of the log files revealed numerous low flow events on (B)(6) 2023. There were no other unusual events recorded in the log file event history.